Event description:
It was reported that after multiple programming sessions, the patient could not get stimulation for their back. It was noted the patient only had stimulation from their foot to their knee. It was further noted the patient had stimulation at 2.5v. The reporter stated that when they were programmed by the manufacturing representative they had stimulation up to 4.5v which gave them stimulation in their ribs. The reporter further stated that when they looked down at their shoe stimulation went away. It was noted the patient was rear ended on (B)(6) 2013 and their spinal cord stimulation had worked for them since. It was further noted the patient called the manufacturing representative a few days after the accident. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).